Event description:
It was reported that a patient presented to the hospital after receiving inappropriate shock for atrial flutter and suptraventricular tachycardia. Programming changes were made, and the device remains implanted. The patient was doing fine afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.